Event description:
Pt participating in scorpio mobile bearing knee clinical study. In 2007- poly dislocation while pt sitting on edge of bed moisturizing fee in forced varus positon. Tibial insert revision done approx six months later.